Event description:
As reported during use the smart pressure controller displayed an initial blood pressure reading that was a false high of 190s/130s when the obstetrics (ob) patient was sitting up for the spinal block. The crna and mda had decided to not use an arm cuff, but when seeing the values that high, especially the diastolic, they ran an arm cuff to check. The arm cuff read 155/99. After the arm cuff the blood pressure (same arm as vita cuff), the vita cuff had adjusted to read a pressure of 160/100. It continued to correlate well throughout the case. There was no patient injury. The device is not available for evaluation.

Manufacturer narrative:
Additional product codes include:dqe catheter, oximeter, fiber-optic.qaq adjunctive predictive cardiovascular indicator.mud oximeter, tissue saturation.dxn system, measurement, blood-pressure, non-invasive.dsb plethysmograph, impedance.fll continuous measurement thermometer.qms adjunctive open loop fluid therapy recommender.olw index-generating electroencephalograph software.the device will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and the product passed without nonconformances.complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.